Event description:
It was reported the thunderbeat front-actuated grip type s device fell. The issue occurred during preparation for use. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) months since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: 1. When seal and cut output at pre-use inspection, the probe came in contact with a metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal and cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke when added load. The event can be detected and/or prevented by following the instructions for use which state: do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3011050570.